Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, episodes of non-sustained rv oversensing due to myopotential oversensing were observed. The oversensing was reproducible with deep breaths. Programming changes were made and the oversensing was not seen anymore with deep breathing. The device remains implanted. The patient will continue to be monitored.